Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old patient undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient was transported to the operating room due to the catheter migrating into the aorta. The issue was corrected, and the patient did well. It was further reported that the patient was taken again to the operating room for a wash out and evacuation of a hematoma at the site.

Manufacturer narrative:
The investigation for the reported positioning and access site bleeding. The device was not returned for evaluation. However, the clinical information was sufficient to determine root cause of the positioning. The root cause of the positioning issue was use related, due to the catheter migrating into aorta as per the clinical description. The clinical information was not sufficient to determine the root cause of the access site bleeding. Therefore the root cause of the access site could not be determined.